Manufacturer narrative:
The reported events of failure to capture and stretched helix were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noticed the helix was within normal specification. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal confirmed all pacing parameters were within normal range. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) failed to capture after fixation. While trying to reposition, the helix was damaged. A different lp was used to complete the procedure. The patient was in stable condition.

Event description:
New information received indicated the helix damage on the leadless pacemaker (lp) was a stretched helix.